Event description:
It was reported the insulin pump was not vibrating. Settings were correct. Anomaly happens during normal use. The device was not on low battery status. Customer changed the battery and the anomaly persisted. No vibration during self test. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator wire. However, the insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.